Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver display was frozen. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to perpetual booting. A functional test was not performed due to perpetual booting. The log was not downloaded due to the receiver being stuck in perpetual reboot. The receiver case was opened, and an internal visual inspection was performed and failed due to moisture damage on red sticker. Confirmation of the complaint was undetermined. No injury or medical intervention was reported.